Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the agent reviewed that the patient has had three implants, to which the caller stated that they were " suppose to last longer than five years". Agent reviewed information and offered to transfer patient to patient registration to update this information but patient declined and said they will call back if they need help finding a new doctor. Caller stated that they couldn't remember the name of their new hcp. Agent redirected caller to check with their insurance company.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.